Event description:
During electrode use, electrode was forming a bubble and part of electrode was exposed inside of bubble. At that time surgeon deactivated electrode and evaluated bubble. Surgeon resumed surgery with electrode and was operating near a metal cannula, the system faulted and the generator was reset. The surgeon resumed use of vapr and at that time it was noticed that the ceramic broke and a piece of the ceramic was missing from the electrode. Ceramic was not visually recovered and dr. Did not take xray. He felt the ceramic was sucked up and out of the outflow.